Event description:
It was reported that during initial implant, a patient's pacemaker exhibited no low voltage outputs even after multiple attempts to pace. The pacemaker was not used and another pacemaker was used to completed the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of no pacing was confirmed. The device had no output and no telemetry upon receipt. Device was cut open and battery voltage was measured to be at normal range of operation. Analysis performed in lab could not determine cause of device failure and device was sent for external analysis. Further analysis was performed and cause of no pacing was found to be due to an anomalous component on the hybrid. A longevity estimation was performed and device was found to have appropriate remaining longevity.